Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This information was received from global pharmacovigilance. This is a regulatory report by a physician with supplemental information by the (B)(4) health authorities from (B)(4) of apyretic, aseptic peritonitis in a patient subsequent to receiving extraneal viaflex therapy, lot number 10i26g37, 1.5 l daily, intraperitoneally (ip) during peritoneal dialysis (pd). On (B)(6) 2010, the patient developed apyretic, aseptic peritonitis manifested by abdominal pain. On (B)(6) 2010, 72 hours after the culture results, extraneal viaflex therapy was withdrawn. The patient received treatment with tazocilline 4 g three times daily for 5 to 7 days, amiklin 750 mg daily for three days, and flagyl 500 mg three times daily. The apyretic, aseptic peritonitis had not resolved. The reporter believed the apyretic, aseptic peritonitis was possibly related to extraneal viaflex therapy. The (B)(4) health authorities considered extraneal as a suspect medication, and the causal relationship was rated, according to the (B)(4) methodology of causality assessment, as doubtful (previously reported as possibly related).